Event description:
Customer was asking for info about retained capsule; however, the medical advisor tried to contact him but he never returned to him. In the second attempt to contact him, the physician stated that the capsule was retained for three weeks and passed into the pt's stomach.